Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation since the device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the reported event, it is presumed that the reported complications were not due to the malfunction of the device, but occurred related to the operator's technique. The instruction manual of the device has already warned as follows; *even when using this instrument on blood vessel(s) with diameter of 7 mm or less,coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. The intended procedure was completed with subject device. After the procedure, it was found that the patient was bleeding and went into cardiopulmonary arrest temporarily. The doctor stopped bleeding by the surgical operation. The patient's condition is stable, and no sequela has occurred. The doctor commented as follows. During resection of subpyloric artery, the doctor did not use clips. This event is not caused by the subject device, but caused by handling the device.